Event description:
Received info stating pt was hospitalized on multiple occasions for dka.

Manufacturer narrative:
Tandem's clinical diabetes educator has followed up with pt, as per pt her blood levels have decrease.